Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complaints blood leak during first use. Blood flow rate, 210ml/min, tmp, 100mmhg, the blood loss was about 4ml. No patient harm and no medical intervention was necessary.